Event description:
It was reported that pump displayed malfunction code that had not been preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.